Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02012 and 1225714-2013-02013. Add'l info has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR's #1225714-2013-02012, 02013.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.